Manufacturer narrative:
B5 - the reporter indicated that on (B)(6) 2021 a 12.6mm vicm5_12.6 -10.50 diopter implantable collamer lens tore before/during loading. No patient contact. Later a backup lens was implanted. This resolved the problem. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a vicm5 12.6, -10.50 diopter, implantable collamer lens tore before/during loading. Damage noted lens haptic was damaged. Lens did not touch the patient. A backup lens was implanted intraoperatively and this resolved the problem. Cause of the event is reported as unknown.